Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the patient's radial artery in the operating room. While attempting to advance the spring wire guide past the needle, the wire went through the clear plastic tube containing it. As a result, everything was removed and a second insertion was made using a new kit. There was no delay in treatment and no patient death or complications reported.